Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of nausea, weight loss, and loss of appetite. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty cycler. Additionally, the patient experienced the same symptoms on hemodialysis therapy as well. Nausea and loss of appetite are common symptoms in end stage renal disease patients. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported symptoms of nausea, weight loss, and loss of appetite remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing nausea, loss of appetite and weight loss (unknown value) while utilizing the liberty cycler for pd therapy. The patient was placed on hemodialysis (hd) therapy for four days and the symptoms resolved. Additional information was obtained through follow-up with the pdrn. The pdrn stated that the patient experienced the symptoms on hd as well. The patient was on a hybrid treatment of alternating days of pd and hd therapy. The pdrn stated that the patient has not recovered from the symptoms.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.